Manufacturer narrative:
Concomitant therapies: multivitamins and spironolactone. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of ¿swelling¿ is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: 4. Warnings: treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Refer to the adverse events section for details. 5. Precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc. Refer to adverse events section for details. 6. Adverse events: table 1 and 2: treatment site responses by maximum severity and duration occurring in > 5% of subjects after initial treatment (n = 265). Possible treatment site responses include: tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. C. Other safety data: postmarket surveillance juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® xc (also known as juvéderm voluma® with lidocaine) has been marketed outside the us since 2009 and in the us since 2013. The following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery.

Event description:
Healthcare professional reported a patient was injected with one syringe of juvéderm volbella® xc in the lips, one syringe of juvéderm voluma® xc in the cheeks, and one syringe of juvéderm vollure¿ xc in the cheeks. The patient experienced some swelling in the lips the next day. The same day symptoms were noticed, the patient was treated with hyaluronidase and prednisone by the doctor. The symptoms in the lips resolved. Approximately 11 weeks after initial dermal filler injection, the patient presented with swelling in the cheeks. The same day the event was reported the patient was prescribed prednisone and z-pack by the doctor. No further details were provided. This is the same event and the same patient reported under MDR ID# 3005113652-2018-00832 (B)(4)) and MDR ID# 3005113652-2018-00834 (B)(4)). This MDR is being submitted for the second suspect product, juvéderm voluma® xc, also a device manufactured by allergan.